Event description:
Litigation papers allege after the surgery, patient experienced severe pain and inflammation in his right hip, thigh and groin area and severe pain while walking. It is further alleged patient also experienced an audible popping and loosening sensation in his right hip-joint when walking or moving to and from a sitting position. It is also alleged patient experienced numbness along the outside in his right leg. Update: 12/12/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the femoral stem was grossly loose. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.